Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter displayed an "ER 2" message. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2010. The customer care advocate (cca) was advised the patient manages his diabetes with oral medication (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue; however, stated at 5 pm that day, the patient took more food and/ or drink. At an unclear time after the start of the alleged issue, the patient claimed he felt symptoms of "hypoglycemia." At 7 pm that evening, emergency medical services (ems) was contacted and administered the patient intravenous (IV) glucose. The patient stated he obtained a blood glucose result of "33 mg/dl" with the emergency room/ hospital device. At the time of troubleshooting, the cca noted the patient was using the incorrect test strips for testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began and required medical intervention from a health care professional (hcp).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k053529.